Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to inspect the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The logs were reviewed. The user unplugged the interface cable and left the image acquisition system (ias) on for approximately 20 minutes the first time, and 30 minutes the second time during the day, resulting in a system shut down. After charging the batteries overnight, they held a charge as expected. No parts were replaced or returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device outside of a procedure. It was reported that the motion batteries were not holding a charge. The system was plugged in over night, but lost power when moving the system in the morning. There was no patient present when this issue was identified.